Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic hernia a hem-o-lok clip was applied to the hernia sac successfully, but noticed that the head of the applier broke when they tried to remove the applier, they performed an x-ray on the patient and removed a metal shard. There have been no reported patient complications.

Manufacturer narrative:
(B)(4). When reviewing the device history record of the applicable lot, it could be confirmed that the right material and all specified and required components have been used. All defined and specified working steps are recorded on the working sheet. After the investigation of the instrument, we came to the following result: the rivet on the jaw is torn off. The pull rod on the insert is bent. The instrument has been returned for repair the second time. The instrument has been revised in (B)(6) 2014. Thereby the insert, the shaft and the rotating knob have been exchanged. Due to the existing damages, it is assumed that the breakage was caused by an overloading. Corrective actions have already been initiated. To avoid further overloading breakages, a different stringer rivet (larger size) has been used since (B)(6) 2015. The repair could be performed on this instrument. (B)(4).

Event description:
It was reported that during a laparoscopic hernia a hem-o-lok clip was applied to the hernia sac successfully, but noticed that the head of the applier broke when they tried to remove the applier, they performed an x-ray on the patient and removed a metal shard. There have been no reported patient complications.